Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10312. Reference MFR report: 1627487-2012-10313. The pt (B)(6) received an scs system which included the ipg, two leads and two lead extensions (lot numbers and implant dates for the leads and lead extensions were requested; however, they are unavailable at this time). It was reported the pt gradually lost stimulation over a two week period. Invalid impedances were identified. Fluoroscopy revealed a slight disconnect of one of the leads from the ipg. Surgical intervention was implemented on (B)(6) 2012. It was reported both extensions were broken on the distal end that sits underneath the screw. As a result, the ipg could not be reused. The devices were explanted. Additional surgical intervention to replace the explanted devices is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.